Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no eye at the tip of the end point of the foley catheter, in the intensive critical care unit.

Event description:
It was reported that there was no eye at the tip of the end point of the foley catheter, in the intensive critical care unit.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows overview of temp sensing foley catheter. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted visually inspected catheter, no physical defects present. The eyelet is present on the tip of the catheter. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. The balloon concentricity was observed to be 60:40 as compared to attachment 1 of tm0300903 (rev 3). Deflated catheter with inhouse syringe; deflated passively in under 5 minutes: 2 minutes and 53 seconds. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.